Manufacturer narrative:
Supplemental submitted to include additional information received from boston scientific sales representative that changed fields b5 and f10.

Event description:
It was reported that this deep brain stimulation (dbs) system was explanted due to an elective procedure for an implantable pulse generator (ipg) upgrade to be magnetic resonance imaging (MRI) compatible. Device will not return due to facility policy. No additional adverse patient effects were reported despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-ipg-r-MRI, upn: m365db1200s0, model: db-1200-s, serial: (B)(6), batch: 740718.

Event description:
It was reported that this deep brain stimulation (dbs) system was explanted due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.